Manufacturer narrative:
The customer replaced the ict module and service performed troubleshooting. During troubleshooting service observed blockage of the tubing and t-piece of the external waste. The tubing and t-piece were both removed and cleaned. Service also observed condensation in the sample syringe, which was removed and resealed. A definitive part was not identified therefore, the architect (B)(4) was considered the likely cause. A review of instrument service history revealed no additional discrepant results reported on serial number (B)(4), nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the architect c4000 or for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no system issue or deficiency of the architect c4000 processing module, serial (B)(4) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 analyzer for 1 sample. The following data was provided (reference range = 133 to 146 mmol/l): (B)(6) 2019 sid (B)(6) initial result = 117.3 mmol/l, repeat = 143 mmol/l. No impact to patient management was reported..